Event description:
I decided to get dental aligners through smiledirectclub in the beginning of the year around (B)(6) or (B)(6) 2018. I received my aligners about 4 weeks later and began my treatment. About a month and a half after my treatment began I noticed my aligners started to not fit correctly. After reaching out to sdc¿s ¿dental team¿ they told me it was normal for this to happen and that I would continue my treatment as normal. I dealt with my aligners fitting improperly for the remainder of my treatment which was approximately 3-4 months. Once my treatment was over I was completely dissatisfied with the results. I reached out to a local orthodontist and they set me up with a consultation which included x-rays to examine what exactly smiledirectclub had ¿fixed¿ during my treatment. The orthodontist informed me that sdc should have never accepted my case due to the fact that they do not have the tools necessary to treat my dental issues. Instead they should have initially referred me to a specialist, which they did not do. So now I am here, battling with smiledirectclub to get a refund of my money I have paid to them after wasting months and months of time and possibly taking on more dental issues than I may have even had in the beginning. Suspect: yes. Primary? Yes. Did the problem return if the person started taking or using the product again? Yes. Do you still have the product in case we need to evaluate it? Yes. Therapy duration: 5 months. To straighten my teeth, crowding and extreme overbite.